Event description:
It was reported that when patient presented in in the hospital for reasons unrelated to the device, loss of capture was observed via telemetry. No other anomalies were noted on the lead. Programming changes were made to resolve the capture issue. Patient will continue to be monitored.